Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted during a stent placement procedure on (B)(6) 2011 as part of the (B)(4) study clinical trial. According to the complainant, the patient had a liver transplant on (B)(6) 2010. It was also noted that the stent place procedure was post-cholecystectomy. On (B)(6) 2011, liver function tests were performed. On (B)(6) 2011, a baseline biliary obstructive symptoms assessment was performed and revealed no symptoms. A pre-study stent cholangiogram revealed a proximal biliary stricture. On (B)(6) 2011, the patient underwent biliary stent placement for treatment of the proximal biliary stricture. A sphincterotomy was not performed during the stent placement procedure as one had been performed prior. The stricture was previously dilated with one plastic stent. The plastic stent was not removed prior to study stent placement. During the procedure, the stent was deployed in a satisfactory position across the stricture. The patient was treated as an outpatient. On (B)(6) 2011, the patient underwent the per-protocol study stent removal. During the procedure, it was noted that the stent had an almost total distal migration due to complete stent obstruction by debris. (Note: the stent malfunction noted during the stent removal procedure was previously reported in MFR. Report # 3005099803-2011-04570). The stent was removed without performing a pre-study stent removal cholangiogram. The study stent was removed endoscopically without issue. A post-study stent removal cholangiogram showed normal bile without residual stricture. On (B)(6) 2012, the patient underwent endoscopic intervention due to biliary obstruction. The biliary obstruction was confirmed to be a recurrent stricture in the original location. A new stent was implanted to treat the recurrent stricture.

Manufacturer narrative:
Study source: (B)(4) study clinical trial. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information provided, this device was used per the (B)(4) study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. The investigation concluded that the most probable root cause classification is anticipated procedural complication as there are potential complications listed in the directions for use (dfu) that describe the clinical results of stricture reoccurrence such as cholangitis, mucosal hyperplasia, fever, and pain. This event relates to a product that meets specification.